Event description:
It was reported that the blade locking screw was missing from the micro oscillating saw with xl blade mount while at the user facility. Patient involvement, surgical delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
Upon visual inspection, the device was found to be missing the blade retainer. The device was repaired and returned to the user facility.

Event description:
It was reported that the blade locking screw was missing from the micro oscillating saw with xl blade mount while at the user facility. Patient involvement, surgical delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.